Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked. The event was further described as; ¿tpn tubing at y site appears to be dripping when tubing moved". This was observed during total parenteral nutrition (tpn). To resolve the event, clear fluids were ordered to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Functional tests including clear passage, pressure, priming and simulated use tests were performed with no issues observed. The set worked according to requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.